Event description:
It was reported that during procedure, both t's were simultaneously deployed. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The delivery needle slightly bowed downward from the handle. The delivery curve was slightly flattened. The actuator would not reset properly or stay in retracted position after cycling. Appropriate anchor spacing is required to inhibit simultaneous deployment. T1, t2 and suture were not returned. The depth limiter was attached. Per instructions for use : ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.